Event description:
The patient reportedly experienced pain around her left implant site after wearing the processor. As a result of the pain the patient has reportedly stopped wearing her device. The implant surgeon is in discussion to surgically insulate the facial nerve area.